Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing and poor r-wave sensing. The lead was explanted and visual insulation damage was observed. No further patient complications were reported as a result of this event.